Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their back is so severe and painful at times. They stated that the implantable neurostimulator (ins) is sticking out of their back. However, they noted that the ins is positioned flat to their back and is perfect on the day of the report, and they don¿t have any pain. The patient stated that they don¿t know why the ins sticks out sometimes and is like a big lump in their pack. They added that the therapy helps them, but when the ins starts sticking out of their back, they have pain. The patient mentioned that they started noticing this issue in 2019. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.